Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was seizing. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4) , for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on february 17, 2017 revealed that the head and control bar were visually damaged. The swivel leaked, the motor did not run, and the calibration was within specifications. It was also noted that the device has never been in for repair. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on february 17, 2017 which included replacement of the ball detent, thickness ever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, damaged control bar, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the motor did not run and the head and control bar were visually damaged. However, it was also noted that the device has never been in for repair. The root cause of the reported event was due to motor did not run and the head and control bar were visually damaged. However, it was also noted that the device has never been in for repair. The reported event confirmed during inspection of the device and the device was not repaired and returned to the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was seizing. No adverse events have been reported as a result of this malfunction.